Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the day of the event, around 07:30am, the patient collapsed (understood as loss of consciousness) due to hypoglycemia. A fingerstick was taken by the patient's husband and the cgm was reading 128 mg/dl, and the blood glucose reading was 48 mg/dl. An ambulance was called, and the paramedics treated the patient with intravenous dextrose. The paramedics also took a fingerstick, but this value was not remembered. The patient recovered and was not brought to the hospital. At the time of the report the patient was stable and was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that falls within the d zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.